Manufacturer narrative:
Correction to (catalog number) and (510k number): the product code was incorrectly reported as 5c4129 with 510k number of k152675 in the previous submission and is being corrected to product code 5c4168 and 510k number of k894783. The device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. The reported event was not verified during evaluation as the device was determined to meet product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a there was a shedding issue with the titanium adapter, and it was confirmed that the titanium adapter detached. The reported issue was found during use. It was reported that the titanium adapter had been in use for ten years. There was patient involvement; however, there was no adverse event or patient injury reported. No additional information is available.